Manufacturer narrative:
Outcomes attributed to ae corrected from other to required intervention. If implanted, give date corrected from (B)(6) 2016 to blank field. Complainant city corrected from (B)(6) to asl (B)(6). (B)(4).

Event description:
It was further reported that the target lesion was located in the distal right coronary artery (rca). Upon crossing a previously implanted stent in the second segment of the rca, resistance was felt and the 2.25x8 synergy drug-eluting stent dislodged from the delivery system. The dislodged stent was retrieved using a snare. Angiographic results showed no evidence of stent malposition of the previously implanted stent. There were no patient complications and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.25x8 synergy¿ drug-eluting stent was advanced to the lesion. However, it was noted that the stent was dislodged and migrated in the distal coronary artery section. No patient complications were reported.